Manufacturer narrative:
(B)(4). The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose was 139 mg/dl at the time of the incident. Customer stated she fell and the pump was bumped to a table; now it has a crack in the reservoir area and the battery compartment is also broken. The insulin pump will be replaced. The insulin pump will be returned for analysis.